Manufacturer narrative:
A return authorization was issued, but the sling has not been received at this time. A replacement sling was ordered and shipped to the facility. Without an evaluation of the sling related to this event, it can not be determined if there was a malfunction. Invacare is filing this record in an abundance of caution based on unconfirmed allegations. Should additional information become available a supplemental record will be filed.

Event description:
The facility rep states the resident was up in the lift and the sling ripped. Per the caller, the sling was just provided in july by the local dme. The caller states the sling ripped on the left side and the consumer fell to the floor landing on her left side. The consumer was transferred to the ER for evaluation and treatment. The nurse states the assessment performed by staff alleged the consumer has an abrasion and bruise to left eye and elbow, back pain and left leg fracture. The consumer had x-rays and remained in the hospital for treatment.